Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that low blood glucose of 32 mg/dl was experienced. Customer indicated that she went to the hospital three times in one week since (B)(6) of 2015, due to the low blood glucose. Customer's current blood glucose is 261 mg/dl. Customer indicated that the bolus history does not work and that the pump periodically shuts off. The customer was advised to follow up with doctor regarding the low blood glucose and to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.